Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was involved in an exhibition display during (B)(4) on (B)(6) 2011. According to the complainant, the stent device was removed from the undamaged package and a stent deployment demonstration was performed. As the user deployed the stent, it was discovered that the distal part of the stent covering was torn. There was no procedure or patient involvement.

Manufacturer narrative:
Reported issue of stent cover torn. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.